Event description:
A patient reported blood glucose results of "_118_ mg/dl" with a lifescan meter and "_179_ mg/dl" on a laboratory device, performed within _11-20_ minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.